Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history record ((B)(4)) indicated that there were no non-conformances related to this event and the mynx device lot met all established performance criteria prior to shipment. Based on the information provided, the root cause of the reported event could not be determined; however incidents are monitored on a routine basis for trends. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that after the mynxgrip device was used for arterial closure, the patient experienced a late access bleed. The device was being used with a 5f procedural sheath following a diagnostic peripheral (angiogram) procedure. The mynx procedure was without incident; however, when the patient got home, the access site started oozing. A 4x4 which was placed on the site over the course of day got soaked through. Upon an office follow up, a pressure dressing was used as the puncture site was still oozing some blood. Subsequently, a band aid was placed on the access site. A couple of days later, the actual sealant appeared to pop out of the incision site. The sealant was saved and brought to the doctor for a follow up ultrasound. Ultrasound revealed everything was fine with the artery. Patient was fine and doing well at the time of this report. No further information is available.